Event description:
The customer tested her blood glucose and received a reading of 234 mg/dl using her contour ts meter. She retested using another meter and received a reading of 112 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot or provide any test strip information. The customer's meter and test strips are to be returned for evaluation. Replacement products were sent to the customer.